Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noted pain in neck. It is not known if pain is related to dystonia or not. Additional information was received. It was reported that there was a short on a combination of contacts . Cause was not determined. It was undetermined if actions to resolve the event were going to be taken at time of report.